Event description:
The patient reported that she had experienced leg problems; her knees would buckle, her legs wobbled, and then she would lose the use of her hands. She reported two separate episodes had occurred within two months; the most recent was within the last two days. The symptoms occurred whether the implant was turned off or on. The device has worked well to treat her lower back pain. The patient representative redirected the patient to report symptoms to the hcp. Additional information has been requested from the physician. Refer to MFR report #6000153200703281.